Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, trilogy highly crosslink longevity polyethylene liner, unknown, unknown, zimmer trilogy acetabular shell size 48 mm, unknown, unknown, standard femoral stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01467, 0001822565 - 2018 - 01466. H3 product location unknown.

Event description:
It was reported that during a stage I revision explantation procedure the patient experienced an estimated blood loss of 1250 ml. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.